Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient was having issues with urinary frequency and urgency on (B)(6) 2018 and they were trying to adjust with stim. Patient had empty patient programmer (pp) symbol and didn't know what it empty. Patient tried batteries from another device but that didn't work, so they got new batteries and was able to get past screen. Patient confirmed feeling stimulation at a comfortable level in her bicycle seat area. Patient would monitor symptoms now that change was made and will follow up with doctor if issue doesn't resolve. Patient was advised to consult with doctor for more information. There were no other malfunction or complication were reported.